Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself during a patient event. The patient, was a 70 year old female. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer.

Manufacturer narrative:
The customer's device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself during a patient event. The patient, was a 70 year old female. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer.